Event description:
According to the customer, some paint chips coming from the surgical light (bulb cover cap) fell into the pt wound during surgical procedure. No clinical consequences have been reported by the customer. The facility would not release any pt info.